Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited auto mode switch episodes due to p wave oversensing. The patient was asymptomatic. It was suspected that the device was sensing possible noise that was the atrial signal. Programming changes were discussed. No further information was reported.